Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3389s-40 lot# v181308, implanted: 2008 (B)(6), product type lead product ID 7426 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3389s-40 lot# v181308, implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient¿s ¿toes curl and they can¿t walk.¿ the symptom was noted as being present for the last couple of years. The physician had the patient on lorazepam to help calm them down and it also helped with the toe curl. At night when the patient goes to bed they are almost ¿frozen, can¿t move.¿ the patient takes the lorazepam to help them relax but it had not been helping as much lately.